Manufacturer narrative:
A steris service technician arrived onsite following the reported event. During the technician's inspection, he found that the slotted cone component, which supports the connection between the spring arm and drop tube, was missing. As a result, the other components had come loose, resulting in the reported event. The technician repaired the hexalux surgical light and confirmed all components were present and properly installed. The lighting system was returned to service. No additional issues have been reported.

Event description:
The user facility reported that their hexalux surgical light detached from the ceiling. No report of injury.